Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine interrogation, a high voltage error message was noted. The timing of the error occurred during an unrelated surgery and the event was consistent with electromagnetic interference (emi) due to cautery. The event noted the patient received inappropriate anti-tachycardia pacing (atp), but the shock was diverted due to the high voltage. Boston scientific technical services (ts) confirmed this was expected device operation. As the capacitor reforms were appropriate and the error occurred more than two years prior, no further action would be taken. No adverse patient effects were reported.